Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with the implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient's ins had been acting up for the past two and a half months and was not stimulating the leg right (correctly). The exact date of the event was not provided. Patient was redirected to their hcp for further assistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the healthcare professional stated the patient¿s name of the event. On (B)(6) 2017, the healthcare professional provided the patient¿s name and date of birth. They also reported that they had no information about the event. They also reported that the patient does have an appointment sometime ¿next week,¿ and that the healthcare professional would call if there were any issues or had answers for follow-up related to the event at that time.